Event description:
It was reported to boston scientific corporation that a segura hemisphere retrieval basket was prepared for a ureteroscopy with stent placement procedure on (B)(6) 2011.according to the complainant, during preparation for the procedure, outside of the patient, the nurse noted there was a hole in the device packaging. The procedure was completed with another of the same device.there were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
Device available for evaluation: received, not yet evaluated.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere retrieval basket was prepared for a ureteroscopy with stent placement procedure on (B)(6) 2011. According to the complainant, during preparation for the procedure, outside of the patient, the nurse noted there was a hole in the device packaging. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
Analysis of the returned segura hemisphere retrieval basket revealed no residue present on the device. Visual inspection identified a hole within the seals on the top of the tyvek side of the pouch. All of the basket wires were present and attached, and there were no other issues identified. A functional evaluation was performed and the basket opened and closed without issue when actuating the handle. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. The defects identified on the device were most likely due to some aspect of handling prior to use, as the packaged devices are 100% inspected for integrity during manufacturing. Therefore, the most probable root cause for this complaint is handling damage.